Event description:
It was reported that the patient had renal dysfunction. The cause of the renal dysfunction was acute kidney injury (aki) ten days postoperatively after left ventricular assist device (lvad) implant. The patient had creatinine levels of 4.38 mg/dl as well as a history of chronic kidney disease. The patient's baseline creatinine levels were 2.2-2.5 mg/dl. Treatment included dialysis and ultra-filtration. Additionally, there was hemodynamic instability postoperatively caused by hypotension and ventricular tachycardia (vt). The patient also had acute hypoxic respiratory failure with pleural effusion in their left lung thirteen days postoperatively.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
The patient's arrhythmia was initially reported under manufacturer report number 2916596-2022-01339 but was determined to be a duplicate to this event. Section a3: patient privacy laws prohibit the release of private patient information and patient date of birth should have been removed from the previous report. Manufacturer's investigation conclusion a specific cause for the reported renal dysfunction, respiratory failure, and cardiac arrhythmia could not be conclusively determined. In addition, a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The current heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU), rev. C, lists renal dysfunction, respiratory failure, and cardiac arrhythmia as adverse events that may be associated with the use of the hm3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The mod cable shipped on 10jan2022. No further information was provided. The manufacturer is closing the file on this event. *b5 additional information received on (B)(6) 2022 regarding vt and implantable cardioverter-defibrillator (ICD) shock.

Event description:
Additional information revealed that on (B)(6) 2022 the patient had sustained ventricular tachycardia (vt) after 8 failed implantable cardioverter-defibrillator (ICD) shocks. The patient required direct current cardioversion (dccv) from pod 2 to pod 3. An additional episode of sustained vt required dccv on pod 6. The patient reportedly had a history of vt prior to the left ventricular assist device implant.